Event description:
It was reported that the user could view blood glucose data on the phone but not on the ilet pump, and the pump showed the sensor reconnecting; the user had started the libre 3+ sensor in the libre 3+ app instead of the ilet app, and was instructed to apply a new sensor and pair it using the ilet app to resolve an interoperability issue consistent with improper setup, with no applicable device component implicated. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem identified between the sensor and pump due to an incorrect setup procedure, with no specific component term applicable. It was concluded, based on previously established findings for similar reports, that the cause was user error setup and configuration conflict related to concurrent pairing of the freestyle sensor with a non-pump device."